Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not received for analysis. The lead was probably cut during the surgery. The conductor cable leading to the df-1 connector pin was found fractured. The insulation was found damaged in the yoke region. These damages probably occurred while removing or connecting the lead to the device's header due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Upon connecting to the new generator, the df-1 terminal leaf broke from the trifurcation. A new ICD lead was implanted and this one was capped.